Event description:
(B)(4). Back aches, headaches, cysts on left ovary, flank pain, mood swings, heavier menstrual cycles, joint pain, kidney issues, swelling hands and legs, dental issues, sleep issues, dry skin, easily bruising, unexplained rash

Event description:
(B)(4). Had hysterectomy on (B)(6) 2015 to remove essure and alleviate the continuous problems from it.